Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was attempted and not implanted due to difficulty extending/retracting the helix. The lead was implanted and after 16 turns, the helix was not fully out. The physician retracted the screw under fluoroscopy, and when attempting to reposition and deploy the screw, the helix clearly was not extending even after 25 turns. The lead was removed from the patient and the helix was tested on the table. The physician was unable to successfully deploy the screw. Another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.